Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. All keypad buttons are intermittently unresponsive and require multiple presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump was returned with a peeling keypad; specifically on the right side of the up and down arrow buttons. The contrast and ok buttons responded properly, while the up and down arrow buttons responded intermittently. The keypad was removed and evidence of keypad contamination was located, under all contact buttons.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.